Event description:
Systemic disease from implant; in 2014 inflammation and swelling hands and ankles. In 2016 raynauds syndrome. In 2016 white inflammation tongue. In 2018 shortness of breath. In 2019 short term memory, loss of words and concentration; 2020 vitiligo. FDA safety report ID# (B)(4).